Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested, as it was based on the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the graftmaster rx was used to treat a vertebral artery. It should be noted that the instructions for use (IFU), for the csgs, graftmaster rx, ce, states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of: coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation, and acute coronary artery rupture. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous vertebral artery. The 2.80x16mm graftmaster rx was attempted to cross to treat a perforation; however, failed after several attempts due to anatomy. Another unspecified graftmaster was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.